Event description:
It was reported that the legacy table was in the horizontal position with a pt on it. The x-ray tech left the room. The pt rolled over and fell onto the floor. The field engineer indicated that the pt received a laceration around the right eye and a broken nose.